Event description:
Inzii retrieval system ref#cd001, lot#1256273 used on lap appendectomy tore at the top, had trouble retrieving bag, surgeon said it has happened several times and wanted to start reporting the issue. Another one of this product was opened and the specimen was retrieved for this case. Chart reviewed: procedure note: "the appendix was then removed ultimately via endobag although the first endobag ruptured when trying to remove the bag and as such, the specimen fell immediately below the umbilicus. That was then re-grasped by a grasper and then placed in a new endobag to remove the specimen. Exudate where seen along the left colonic gutter was removed where we were able to, and then there was just a small amount of purulent ascites seen in the right pelvis, which was suctioned off and then irrigation was pursued in a copious manner in that location. "

Event description:
Inzii retrieval system ref#cd001, lot#1256273 used on lap appendectomy tore at the top, had trouble retrieving bag, surgeon said it has happened several times and wanted to start reporting the issue. Another one of this product was opened and the specimen was retrieved for this case. Chart reviewed: procedure note: "the appendix was then removed ultimately via endobag although the first endobag ruptured when trying to remove the bag and as such, the specimen fell immediately below the umbilicus. That was then re-grasped by a grasper and then placed in a new endobag to remove the specimen. Exudate where seen along the left colonic gutter was removed where we were able to, and then there was just a small amount of purulent ascites seen in the right pelvis, which was suctioned off and then irrigation was pursued in a copious manner in that location. "